Event description:
The customer reported that during a breat augmentation procedure, an area near the tip of the electrode burned through the insulation resulting in a patient skin burn, the burn was excised and closed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.